Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The increase was noted to be gradual over the past year, and no noise was observed on the presenting electrogram (egm). Troubleshooting options were discussed with the health care professional (hcp), including continued monitoring. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that the patient was brought to their clinic for troubleshooting. No root cause of the high impedance measurements was confirmed. The shock impedance alert was increased. The lead remains in service. No adverse patient effects were reported.